Manufacturer narrative:
B4: 05/05/2021. G1: mr. (B)(6). G2: company representative. G3: 05-may-2021. G6: follow-up # 1. H2: additional information, device evaluation. H3: yes. H6: health effect - impact code: 4627. Medical device problem code: 1260. Type of investigaton: 10. Investigation findings: 3252. Investigation conclusions: 4315 h10: it was reported that the patient presented with pain. The radiographic images show the device at c5-c6 had clearly collapsed and fractured in vivo and extensive bone resorption around both endplates was evident. The implant was not intact as-received. The endplates were separated and the superior endplate was broken, the sheath was cleaved, the majority of the fiber construct was not present, and the core was missing. According to the provided information, "a sterile smear is taken ventrally," but no lab results were provided. In summary, mechanical failure of the device occurred. In the absence of interim radiographic images, further clinical information, or lab results, the factors that may have contributed to this event are unknown.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. This device was implanted at the level above two prior fusions. In the us, the m6-c artificial cervical disc is indicated only in patients with disease at one level from c3-c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that a collapsed m6-c artificial cervical disc was removed due to pain.